Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a sales rep via email that an ar-6480 dw arthroscopy fluid management dev had a critical error during use. It was reported that the screen flashed on and off. This occurred on (B)(6) 2024 during an arthroscopy shoulder in holmesglen private hospital. The case was completed successfully using a new pump. There was case involvement.

Manufacturer narrative:
The complaint allegation was not confirmed. The issues could not be replicated, and no problems were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. The returned device underwent a visual inspection, which revealed marks on the top housing panel. Normal signs of wear and tear, the device, assembled with a new set, was connected: ar-6410, lot# 73988853, and ar-6430, lot# 73002759 pump tubing. It was tested under normal conditions to replicate the reported issues. Once connected to power, the pump was activated. The pre-selected pressure was set, and the machine began operating upon pressing the run button. The operation continued smoothly for 30 minutes, with no changes or flashes on the screen, nor were any pressure fluctuations detected throughout the test. The device's outflow system underwent testing through the activation of the lavage and rinse buttons. Following this procedure, no issues were observed, and the system was found to be problem-free. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This is the expected behavior. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017.